Event description:
Home pt reported 1 incident of minicap falling off their transfer set a couple months ago. Home pt noted they did not report incident at that time. Per home pt, no pt injury or medical intervention was associated with this incident.